Event description:
The manufacturer received information alleging an "error" alarm condition occurred. The device displays an error after 2 minutes of usage and turns off by itself. Second allegation of being unable to turn the device off with the power button. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging an "error" alarm condition occurred. The device displays an error after 2 minutes of usage and turns off by itself. Second allegation of being unable to turn the device off with the power button. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device will not be returned to the manufacture for evaluation of the reported complaint. The device is fully operational and back with the customer. A final report will be filed at this time.